Event description:
The customer reported while using a hand held intermec barcode wand, device read a sample barcode incorrectly. An hiv-1 p24 antigen assay was being run at the time. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 99-05517-12.